Manufacturer narrative:
Analysis was performed by remote service personnel which included alarm log review. The results of the analysis indicate that the last red alarms recorded for room d2 (monitor 16) were from 5:58 am. From that time until 6:09 pm, no new clinical alarms (neither yellow nor red) were generated. During this period, only technical alarms of the spo2 ¿sensor disconnected¿ type were detected, indicating an spo2 sensor problem and not an alarming clinical situation. An acknowledgment around 6:04 pm closed the previously active alarms from 5:58 am. Subsequently, a yellow alarm appeared at 6:09 pm, marking the resumption of clinical alarm activity. The absence of red or yellow alarms between 5:58 am and 6:09 pm is consistent with the recorded data. The system is functioning correctly, and no malfunction on the piicix side has been identified. Based on the results of the analysis, the product was confirmed to be operating per specifications and no malfunction occurred. No clinical alarms failed to transfer. A review of the service history for this device shows the problem has not been reported again for this device. Alarm logs and configuration files were requested for attachment to the record; however, they were not retained. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that on (B)(6) 2026, between 5:58 am and 6:09 pm in room d2, there were no alarms transferred. The device was in use on a patient at time of event; there was no adverse event reported.